Event description:
The user facility reported to terumo cardiovascular systems that the (B)(4) was back bleeding. Terumo is attempting to acquire add'l event info. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).